Event description:
The adverse event occurred outside us, in germany. A male patient has been using several urinary catheters, lofric hydro-kit tiemann (40cm, ch16). Lofric hydro-kit is a sterile, single use, hydrophilic catheter with salt solution for activation, intended for intermittent urinary catheterization. It has an integrated urine collection bag (primary package) and is ready to use anywhere. The wetting solution is used to activate the hydrophilic catheter coating before use. On (B)(6) 2025, the patient contacted the manufacturer representative and reported that there were holes in the weld seams of the urine collection bags for 10 of the products he had used. The defect in the urine collection bags was discovered during use and the urine leaked onto the patient instead of remaining in the urine collection bag. The patient reported that he found one hole in each urine collection bag. The patient was caused no harm.

Manufacturer narrative:
The patient reported that there was a hole in the weld seam of the primary package, compromising the sterile barrier of the product. The patient had discarded all the 10 used products. No products from the affected lot were available to be returned to the manufacturer. The patient was caused no harm. Batch documentation has been reviewed and no earlier complaints are registered for this lot. Batch documentation refers to one deviation related to low temperature for welding tool for the primary packaging in the manufacturing. The deviation was handled and closed according to our procedures. To ensure that the weld strength was sufficient extended manufacturing controls were introduced over a period of time. No deviating values were obtained during the extended manufacturing controls. Since no failed products have been returned by the patient it is not possible to investigate this complaint further. And it is not possible to determine how the holes in the weld seams for the 10 concerned products occurred. The cause of this complaint has not been possible to establish. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.